Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.

Event description:
Procedure performed: robot-assisted by-pass. Event description: translation: during placement of clips during robotic-assisted bypass, the clip broke, leaving plastic debris in the patient's abdomen. The clip was changed immediately and the debris recovered. Information received by company rep. Via e-mail on 12apr24: translation: sorry for my late reply, here are the answers to your questions: the patient received plastic debris during the operation, but this has been recovered, so the patient is fine. The medical device is still in quarantine at the pharmacy, do you want it back? The broken part is feeder. Patient status: patient is fine. Intervention: the clip was changed immediately and the debris recovered.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed a visibly damaged channel support assembly (csa) distal ramp and fragmented housing. Based on the condition of the returned unit and the description of the event, it is likely that the reported event and component separation were caused by the distal ramp of the csa and top housing, which most likely became caught within the jaws and were crushed during loading through a trocar, causing fragmented housing. The probability and criticality of the harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: robot-assisted by-pass. Event description: translation: during placement of clips during robotic-assisted bypass, the clip broke, leaving plastic debris in the patient's abdomen. The clip was changed immediately and the debris recovered. Information received by company rep. Via e-mail on 12apr24: translation: sorry for my late reply, here are the answers to your questions: the patient received plastic debris during the operation, but this has been recovered, so the patient is fine. The medical device is still in quarantine at the pharmacy, do you want it back? The broken part is feeder. Patient status: patient is fine. Intervention: the clip was changed immediately and the debris recovered.